Manufacturer narrative:
Device was received for evaluation 6/14/24. Received one (1) used. List #142560488, primary plum set, 0.2 micron filter attached to a bag spike adapter with spiros and a three-way stopcock. As received it was observed that the inlet and outlet filter of the inline filter were wetted out with prior infusate. The inline filter was leak tested per specification. Leakage was observed from the inlet and outlet filter. The complaint of ' leakage on micron filter' can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported la eakage on micron filter, noted on day 3 infusion. Cisplatin was infusing first day and etoposide on the 2nd and 3rd day. The volume of the leak was approximately 1ml of etoposide. There was no drug exposure to patient or healthcare provider. The spill was cleaned up per facility protocol. There was no physical damage noted to the product. The tubing was replaced, and therapy resumed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - telephone extension number - (B)(6). The device is expected to be returned for evaluation, however, it has not yet been received.